Manufacturer narrative:
H3: evaluation summary: customer report of suture loop was confirmed. Suture track indentations were observed on the free margins of leaflets 1 and 2 near commissure 2, indicating that the suture was looped around commissure 2. Suture holes were observed around the sewing ring. X-ray demonstrated wireform intact. Photos provided were consistent with lab findings.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 31mm 11400m mitris valve was explanted after an implant duration of three (3) days due to central leak/jet secondary to suture looping. This valve was seated well without pvl; however, moderate regurgitation was observed on echo after weaning from cpb. As the regurgitation did not improve over the next 48 hours the surgeon decided to reoperate and found loss of coaptation of leaflets on the posteromedial aspect at the 3 o'clock position. The valve was explanted and replaced with a non-edwards surgical valve. The patient was noted to be doing much better after the redo procedure. The indication for the procedure was bi-leaflet prolapse causing degenerative severe mitral regurgitation due to a large anterior leaflet and posterior leaflet prolapse.

Event description:
It was reported that a 31mm 11400m mitris valve was explanted after an implant duration of three (3) days due to moderate central leak regurgitation. Product evaluation showed evidence of suture looping. The valve was explanted and replaced with a non-edwards surgical valve. The patient was noted to be doing much better after the redo procedure. Per surgeon initial notification: the surgeon noted on initial glance of the 31mm mitris that the leaflet was sewn to the strut creating a small pleat shuttle. The rn and surgeon pulled the valve out of the container and after cinching it noticed a central hole. Edwards md follow up with surgeon: the surgeon was noted to be very experienced with over 7000 cardiac procedures and 36 years of experience. The patient had a bi-leaflet prolapse causing severe degenerative mr due to a large anterior leaflet and posterior prolapse. The patient underwent an initial attempt to repair the mv, partial resection of the posterior leaflet. After the saline test the surgeon noted prolapse of the aml which the surgeon attempted to repair after doing a cabgx 3. It was decided the result may not be good, and the patient underwent chordal sparing mvr preserving the remaining posterior leaflet and some anterior leaflet. The surgeon used pledgeted sutures on the anterior side. The valve was well seated and there was no pvl. The surgeon mentioned that the explanted valve showed suture loop or entrapment/impingement by native cord that may have resulted in moderated mr. The surgeon confirmed he had left the holder in place and tied all the sutures and then removed the holder. After weaning from cpb moderate regurgitation was noted on echo but felt this would improve. As regurgitation did not improve, the patient underwent redo mvr, at time of surgery the surgeon found loss of coaptation of the posterior medial aspect at the 3 o'clock position. Per medical record: echo post implant of the 31mm 11400m showed moderate central regurgitation, lvef 36%, and severed mitral valve chords evident in left ventricle. The patient underwent redo mvr due to moderate central mitral valve regurgitation. The valve on visual inspection appeared to be coapting normally in the center, there was no evidence of perivalvular leak, care was taken not to distort the valve or damage the valve on explant. On the inferior aspect of the valve at one of the struts there appeared to be a small suture material used to sew the leaflets to the strut and at that point it appeared to be a small crimp noted. The valve was replaced with a 31 mm non-edwards valve.

Manufacturer narrative:
Updated sections: b5, b7, d4 expiration date, g3, g6, h4, h6 type of investigation, investigation findings, and investigation conclusions. A DHR review was performed and no relevant non-conformances were identified. A lot history review was performed and no similar complaints were found. Acute central leaks observed in the peri-operative period usually occur from technique related issues such as suture looping or chordae entrapment at the mitral position. Suture looping occurs when the surgeon inadvertently loops a suture over one of the commissural posts. The suture restricts the leaflet motion prohibiting coaptation resulting in central leak. Whether caused intra-operatively or post-operatively, cases of suture loop will typically require re-operation. Similarly, leaflet restriction can also be caused by chordae entrapment when subvalvular apparatus sparing technique is utilized. Like suture looping, chordae entrapment can contribute to central regurgitation and may require reoperation. Another technique related issue is valve distortion during implant which may result in a dropped leaflet or asymmetric coaptation. These techniques are not typically the result of product malfunction; however, they may contribute to mild to severe regurgitation and if undetected may require reoperation. While chordae entrapment indentations can mimic suture looping in certain scenarios, chordae entrapment indentations tend to be wider and create wider lateral tissue creasing, whereas suture looping indentations tend to present more narrowly and more acute creasing at the indentation. Per the received medical records, chordal preservation techniques were utilized and the echo report found evidence of remnant mobile chords, however, the indentations evident on the subject valve are representative of suture looping. Edwards conducts manufacturing and inspection tests to ensure optimum functionality of each valve prior to final distribution. Such tests used to evaluate if edwards' valves meet specification include forward flow testing to determine the pressure gradient across the open valve and a coaptation test under constant hydrostatic back pressure to visually evaluate the coaptation of the leaflets. Based on the evaluation and available information, the report of central leak was confirmed via evidence of suture looping and the most likely cause is use error. An edwards defect has not been confirmed.